Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 500 mcg/ml baclofen (unknown) at 104 mcg/day. The reason for use was not reported. It was reported that at last pump refill ((B)(6) 2019) there was almost 19 ml left in the pump. The rep also stated that the patient says the therapy hasn't been helping him and mentioned the patient is not a candidate for replacement due to having sepsis. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2020-feb-03. It was reported that the cause of the volume discrepancy was unknown. The actual and expected volumes during the refill were unknown. It was unknown what actions/interventions were taken to resolve the volume discrepancy. To resolve the therapy not helping, the pump was stopped permanently. It was unknown if the issues had been resolved.